Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced 24 infusions sets were fell off during use on (B)(6) 2024. Infusion set was used for 1-3 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.